Manufacturer narrative:
Na chosen because the device was not being used in a procedure. The event occurred during unpacking. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was being unpacked for inventory.according to the complainant the sterile packaging had been opened and compromised. There was no patient involved.

Manufacturer narrative:
A device analysis was performed on the returned zero tip nitinol stone retrieval basket and it was noted that the condition of the returned device was consistent with the complaint that "the sterile packaging had been opened and compromise". Investigation found the device basket open and within its original packaging's. The pouch of the package was found partially open with the pouch appearing ruffled. The ruffles found on the top part of the pouch where the opening was may be due to the handling of the package and/or a possible attempt to open the pouch. There was a manufacturing seal residue found on the mylar side of the pouch. The seal residue implicates the pouch was sealed during manufacturing. There was no other noticeable damage to the pouch that may have contributed to the pouch opening/breaking. Based on the result of the product analysis and the information provided within the complaint event, the most probable root cause for this complaint is handling damage. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation.

Event description:
It was reported to boston scientific corporation that a zero tip basket was being unpacked for inventory. According to the complainant the sterile packaging had been opened and compromised. There was no patient involved.